Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, data logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Data logs showed pump ran without issue during support. There were no alarms triggered during the case. There were no motor current spikes, abnormal placement signal or purge issues observed during support. Mechanical interaction with blood cause was unable to be determined as limited clinical details were provided and no product was returned for review. Regarding the bleed, the cause was unable to be determined as well as limited clinical details were provided, and no product was returned for review. Pertaining to the arrhythmia, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pulmonary edema the hematuria cause of injury was not determined due to insufficient clinical details.

Event description:
The complainant reported the patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp for mechanical circulatory support. During support, it was noted the patient was noted to have red ¿kool aid¿ urine and large bleeding from impella site. Decision made per primary team to remove impella cp in catheterization lab with the vascular team, due to stability of hemodynamics. Ventricular ectopy noted overnight but it was unclear whether this was related to impella or infarct. The patient was eventually taken to the operating room, and the impella cp was removed with vascular surgery. The patient was placed under general anesthesia and intubated due to pulmonary edema. Epinephrine was added; pressures were soft during induction. The patient returned to the unit intubated, and it was noted after lasix, the patient extubated. The patient was noted to have survived the impella cp device explant.